Event description:
It was reported by the clinician that the adapter defaulted down to 2.5cc. They exchanged the adapter and continued support. Additional information received from sales representative on 02/09/2009, no further details are available.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.